Event description:
It was reported the patient was unable to adjust stimulation. The patient saw the ¿call your doctor¿ screen with a power on reset (por) condition. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).